Event description:
It was reported that the artificial urinary sphincter (aus) was implanted in (B)(6) 2024. Then, the patient has lost more urine in the last months. A surgical procedure was performed to replace the system to downsizing the cuff. There were no further patient complications.